Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The physician experienced placement difficulty crossing the cephalic/subclavian vein. The lead was removed. It was noted that the helix was not able to extend. Helix damage was suspected during the procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.